Event description:
Cardiac catheter procedure was done in the cath lab. Angio seal was put in place as normal procedure. Three days later the pt sneezed, and felt a pop which resulted in a "sutoanurism." Patient was seen in the emergency room and sent to the operating room to remove the device.